Event description:
It was reported that a cartridge leaked after the user overfilled it during a full supply change with a blood glucose of 67 mg/dl, and the user acknowledged overfilling the cartridge. Investigation of this case revealed user-associated overfilling as the cause of leakage from the cartridge component, with no device alarm activity and no other device malfunctions observed. No clinical symptoms associated with hypoglycemia reported. Outcomes included no alerts or alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique.